Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported unspecified tissue injury appears to have been a result of challenging patient anatomy. The reported unchanged mitral regurgitation (mr) appears to have been a result of the reported unspecified tissue injury. The reported hypotension and hypoxia appear to have been related to the reported unspecified tissue injury and unchanged mr. The reported death appears to have been a result of patient conditions. The reported patient effects of unspecified tissue injury, unchanged mr, hypotension, hypoxia, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the family decided to place the patient on palliative care only since the patient experienced several complications post-operation, including kidney failure and the need for continuous dialysis. On (B)(6) 2021 the patient had expired.

Manufacturer narrative:
The device was reported as not returning. The investigation is not yet complete. A follow-up report will be submitted with all the additional, relevant information.

Event description:
This report is filed as the mitraclip (cds0701-xtw 01112u192) resulted in torn chordae, requiring intervention. It was reported that on (B)(6) 2020, the patient presented with mixed mitral regurgitation (mr) grade 4+, and a large coaptation gap. Two mitraclips (cds0601-ntr 00701u259, cds0601-xtr 91108u143) were successfully implanted at the a2p2, reducing the mr to grade 1+. On (B)(6) 2021, the patient was admitted to the hospital not feeling well, with chest pain and dyspnea. The patient reported that on (B)(6) 2021, they had started experiencing chest pain. Another echocardiogram was performed. Recurrent mr grade 4+ and two ruptured chordae with a flail were observed medial, not near the index procedure mitraclips. The index procedure mitraclips had remained stable and well seated without any associated tissue injury. Per physician, the increase in mr, torn chordae, and the patients clinical symptoms were all unrelated to the index procedure mitraclips and the events were related to the patients left ventricular dilatation associated with disease progression. Another mitraclip procedure was performed that day. The first clip delivery system (cds0601-ntr 00701u258), was unable to grasp both leaflets. Reportedly, the failure to grasp was due to the patients anatomy with a large coaptation gap and they did not have enough height with the transseptal. Further attempts to grasp were not performed and the device was removed without issue. There was no tissue injury observed due to the failure to grasp. Another clip delivery system (cds0701-xtw 01112u192) successfully grasped the leaflets. During leaflet insertion assessment, it was initially thought that the inserted posterior leaflet had perforated. The mitraclip was deployed at this location, stable and well seated. Following, the patient started becoming hypotensive and hypoxic (desaturation of blood o2). Medications, including epinephrine, were provided. Additional oxygen was provided and an impella (heart pump) was placed. The mr had increased back to grade 4+. On (B)(6) 2021, the patient was transferred for a mitral valve replacement. During the surgery, it was observed that cds0701-xtw 01112u192 clip had not perforated the leaflet but rather torn chordae. Per physician, this was not a device issue but rather an issue with the patients valve. Reportedly, the patients valve was poor in quality and extremely dilated. The torn chordae were not associated with the index procedure mitraclips (implanted on (B)(6) 2020) and were not associated with the ntr that was unable to grasp. The implanted mitraclips were explanted and mitral valve replacement performed. Reportedly, the patient is doing well. Per physician, there was no device issue but rather the events were due to the patients anatomy. No additional information was provided regarding this issue.